Manufacturer narrative:
(B)(4). Physio-control has performed numerous attempts to reach the customer to follow up on the reported issue but has been unsuccessful. It is unknown if the device will be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that when they try to print, their device locks up and the service indicator illuminates with an event code logged. There was no report of any patient use associated with the reported issue.